Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure (B)(6) 2005, and a mesh was implanted, concurrently with a ventral hernia repair and hysterectomy, due to symptomatic pelvic relaxation and ventral hernia. It was reported that the patient experienced undisclosed injuries. No additional information was provided.